Manufacturer narrative:
Batch review performed on 23.03.2021: lot 180377: (B)(4) items manufactured and released on 7-mar-2016. Expiration date: 2021-02-21. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs director: 5 years after primary cemented tka the tibial baseplate subsides medially, probably due to a secondary bone degeneration, as no traumatic events were reported. This event should be categorized as disease progression and not attributed to a malfunctioning device.

Event description:
Revision surgery performed 4 years and 9 months after the primary surgery due to tibial tray subsidence. All implants were revised.